Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 286480002, implanted: (B)(6) 2011, product type accessory; product ID 355531, lot# n293843, implanted: (B)(6) 2011, product type screening device; product ID 355028, lot# n288639, implanted: (B)(6) 2011, product type accessory; product ID 355028, lot# n152060, implanted: (B)(6) 2011, product type accessory; product ID 3550-39, lot# n294190, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced coupling or communication issues with their device. It was also reported the patient attempted using the antenna locate feature and a power-on reset message displayed on the recharger and then went to the normal recharging screen. It was reported the patient then had good coupling with the device. It was also reported the patient experienced headaches when they went to bed with the stimulation turned on and the patient turned the stimulation down to relieve the headaches. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient's device was not charging. It was stated the patient programmer was not working. It was noted the patient programmer will not communicate. It was stated the patient was seeing a "round circle, a question mark" on the screen. It was noted the patient had not recharged for about 2 weeks. It was noted the patient saw the "reposition antenna" screen on the recharger. It was stated the device was in overdischarge. It was stated the patient was only seeing "2 black bars" after they began recharging. It was noted after readjusting the antenna the patient had no coupling bars. It was stated the patient "can't sleep" with the stimulator on because it gives them headaches.